Event description:
Customer reported receiving inaccurate high readings. They received an unspecified reading, went to bed and then experienced a diabetic coma and was transported to the hospital. Customer was uncertain what treatment was provided as they were in and out of consciousness. During customer's call, blood glucose test results were taken and were within appropriate range when compared to the parkes error grid. Further details related to the incident were not available from customer.